Event description:
It was reported that the patient presented for a scheduled implant. During the procedure, it was noted that right ventricular lead exhibited high pacing impedance after lead placement. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical tests, x-ray examination and visual inspections were normal with no anomalies found.